Event description:
It was reported that during follow-up, the patient reported experiencing muscle stimulation. Upon interrogation, the pulse generator was found to be operating in backup mode. A software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information stated that the pulse generator had entered into backup mode again on (B)(6) 2014 following radiation therapy. A software download restored the device.